Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. All operating currents are within specifications with no battery alarms or audio/beep anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion

Event description:
Customer reported problems with the insulin pump. Customer stated that the insulin pump is delivering too much insulin. The batteries were lasting less than one week. Customer was experiencing low blood glucose.the blood glucose reading was 37 mg/dl. The last blood glucose reading is 81 mg/dl. Customer treated low blood glucose with food. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.